Manufacturer narrative:
Device analysis performed on the returned ipg revealed that it would not communicate with a known working remote control (rc) or clinician programmer (cp) and was unable to be charged despite multiple charging attempts. Functional testing was unable to be performed and the data logs were unable to be retrieved. The ipg was then cut open and revealed a high sleep current and lower than expected resistance, indicating a damaged application specific integrated circuit (asic) chip. This damaged asic is typical of exposure to high voltage transients and high current sources such as electrocautery. A product labeling review was performed which determined that electrocautery may turn stimulation off or may cause permanent damage to the device, particularly if used in close proximity, as documented in the instructions for use (IFU). Therefore, electrocautery use that may have been performed on the patient is likely the cause of the reported event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and the implantable pulse generator (ipg) would no longer communicate with the remote control or clinician programmer after a non-device related surgical procedure. The physician assessed that monopolar electrocautery may have been used during the surgery resulting in ipg communication issues. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The leads were tested during the procedure and were left implanted. The patient was doing well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and the implantable pulse generator (ipg) would no longer communicate with the remote control or clinician programmer after a non-device related surgical procedure. The physician assessed that monopolar electrocautery may have been used during the surgery resulting in ipg communication issues. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The leads were tested during the procedure and were left implanted. The patient was doing well postoperatively.